Event description:
It was reported: does not report alarm with low patient saturation. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer was unable to confirm the reported issue. The engineer discussed with the supervisor the alarms setting and the possibility of collecting all the information possible, since due to the period of time between the problem and the intervention, certain information from the logs has been lost.